Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that during bootup a controller error occurred. The device was troubleshooted by restarting. The device was removed due to the issue. No patient was involved.